Event description:
Pt being monitored via telemetry. New electrodes and wires in place. Fade out noted at central station. Personnel proceeded immediately to pt's room. Upon entering room, found pt unconscious - carotid pulse palpable initially, then within seconds was lost. Code called, pt successfully resuscitated. Transported to cvl for heart cath. Attempted ptca (unsuccessful). Pt expired secondary to cardiogenic shock, progressive electromechanical dissociation.